Manufacturer narrative:
One medfusion pump was received with the top case cracked by the front right bottom corner with no visible contamination. The event history log was reviewed and there was a primary audible background test found. Power up and infusion/ occlusion tests were performed. The reported issue was able to be duplicated. The intermittent audible alarm background test was duplicated during occlusion test. The interconnect flex cable was connected/ to the main board and the glue was intact on j9 connector. The cause of the issue was unable to be duplicated. According to trouble shooting chart, the background self-test sensed no current flowing in the primary speaker. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The speaker and interconnect board were replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had an audible alarm post/background test. There was no reported adverse event.